Event description:
The customer reported that the device gave a message indicating an intermittent connection between the therapy cable and port while in the AED mode. There is no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device gave a message indicating an intermittent connection between the therapy cable and port while in the AED mode. There is no report of negative pt impact. The hospital biomedical engineer evaluated the device and isolated the failure to the therapy cable. The pads cable was replaced to resolve the symptom. The unit passed all testing and is functional.